Event description:
The patient was scheduled for a transapical approach aortic valve replacement. When moving the patient on a slider board from stretcher to the operating room (or) table, the patient's heart rate increased to 130 beats per minute (bpm). The patient's heart rate was in the 80's when seen in the pre operating room just previously. The patient has a permanent pacemaker in place. We were unable to reduce the heart rate with medication following intubation. The patient's blood pressure dropped into the 50's. "CPR was performed for about one minute. Hemodynamically, the patient was stabilized with inotropic therapy, but his heart rate remained at 130. He was given beta-blockers and despite beta-blockers, his heart rate would not slow down. His ejection fraction on transesophageal echocardiogram was markedly diminished in the range of 20% to 25%. The right ventricular systolic function is markedly diminished. We had the pacemaker interrogated and he has a vvir pacemaker in place... For unclear reasons, the pacemaker had switched out to a rate response at 130 and did not respond to the placement of a magnet. Representatives of boston scientific readjusted the pulse generator and we set the lower rate at 80 beats per minute. Upon doing this, the patient's overall ejection fraction did improve, but to 30-35%. His right ventricular chamber did remain dilated and moderate to severely depressed."..."it is unclear whether the patient had already been decompensating, thus his ejection fraction had dropped from 45% by 2d echo doppler performed to the current status of 20% to 25% or if this was associated to the tachycardia that was triggered by malfunction of his pacemaker...it was elected to proceed with transfemoral aortic valvuloplasty to restabilize this patient for safer transapical approach in the ensuing one to two weeks." The patient was discharged home; doing well with no neuro deficits or complications.what was the original intended procedure?transapical approach aortic valve replacement--not performed; aortic balloon valvuloplasty was performed.